Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer was not detected on the bus, and the screen only displayed a black background with a blue square prompting for a password while rebooting. A technical support specialist (tss) connected with the customer and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist investigate the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 was not detected on the bus. The customer stated that they were unable to access the medication, that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.